Event description:
The pt reported that she felt an intravaginal shock during a cervical electrosurgy procedure. The shock caused the pt to jump resulting in a vagainal wall nick.

Event description:
The pt felt an intravaginal shock during a cervical electrosurgy procedure. The shock caused the pt to jump resulting in a vaginal wall nick.